Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 112 mg/dl. Customer stated the leak occurred when she was rewinding the pump. The customer stated the reservoir was discarded. The customer stated the location of the leak is in the bottom of the reservoir at stopper. The customer stated insulin is visible in the reservoir chamber. The customer was unable to do a return/scrap.